Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis of the catheter revealed no significant anomaly; catheter body deformed in shape and/or abrasion; did not affect infusion. Just the distal (spine) segment of the catheter was returned. No anchor was received. Two separate areas of abrasion were found. One was between the 17 and 18 cm markings and the second was between the 18 and 19 cm markings. Due to the area where the abrasions were seen, it is possible these abrasions were caused by the anatomy of the patient¿s spine. No leaking was seen during the pressure testing so the abrasions did not go through to the inner lumen.

Event description:
A catheter leak was reported. The leak was at the back incision. The patient experienced pain, low back and leg pain (existing pain). The old catheter was removed and a new catheter was added. The pump pocket was also relocated from the left abdomen to left buttocks. The patient status at the time of the report was noted as alive, with injury. The patient injury included incisions. The pump was used to deliver infumorph. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information received from the hcp indicated the cause of the event was the patient not getting relief with one med only. It was also noted a break in the catheter at the distal segment. The pump was used to deliver bupivacaine and morphine.

Manufacturer narrative:
(B)(4).